Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-may-2026, a sales representative reported via email that an ar-9564-2433-lat univers revers modular glenoid system (glenosphere 33 +4 lat / 24) experienced an issue in which the glenosphere screw would not lock into the glenosphere. The issue was identified during a reverse total shoulder procedure performed on (B)(6) 2026. The glenosphere was removed and replaced with a new device to complete the procedure. No patient harm was reported. Additional information was received on 29-may-2026: the inability to lock was identified during insertion of the screw through the glenosphere. An audible squeaking sound was noted at the time of initial screw insertion. A different screw was not trialed with the original glenosphere; however, it was believed that the threads had been altered following use of the first screw. The glenosphere was subsequently replaced with a unit from a different lot number. A new screw was used with the replacement glenosphere, and the case was completed using part number ar-9564-2433-lat. The part and lot number of the original glenosphere screw are unknown. The procedure was delayed by approximately 2 minutes. No additional anesthesia was administered.